Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's husband that he noticed during the insertion of the catheter that it had a hole in it and "the presence of this hole led to a desaturation of his wife". Additional information reported that another catheter [mount] was used with no failure.

Event description:
It was reported by the patient's husband that he noticed during the insertion of the catheter that it had a hole in it and "the presence of this hole led to a desaturation of his wife". Additional information reported that another catheter [mount] was used with no failure.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the corrugated tubing was torn. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the reported complaint was confirmed. The manufacturing site reports "the tubing of the device was supplied by our supplier." A CAPA was opened to address this issue.